Event description:
Customer reported system was cutting off during procedures. Happened twice in two days. Customer was able to complete procedures once system was rebooted. Pt involved. No injury to patient.